Manufacturer narrative:
Additional information: h6, h10. The results of the investigation are in.conclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high pacing lead impedance was observed on the right atrial lead. Programming changes were made, and the lead was explanted and replaced. The patient was stable.